Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported an instrument broke at the shaft during a procedure. There was no delay that exceeded thirty minutes and the broken part was retrieved with no injury to the patient.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument and a fracture of the shaft near the tip; therefore, the complaint is confirmed. The most-likely cause was determined to be excessive force experienced at the tip. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.